Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery had been suspended. Tandem technical support reviewed the pump data and found that insulin delivery was stopped to change the cartridge. In addition, it was noted that the pump time was inaccurate. Reportedly, the customer was unsure how the pump time became inaccurate. Customer had elevated blood glucose levels (397 mg/dl). Customer delivered a bolus and administered manual injections to address elevated bg levels.